Manufacturer narrative:
(B)(4). Customer returned cartridges were visually inspected and confirmed customer complaint. Tape gasket hole cut for the sample entry well was not present which prevented sample from entering the cartridge.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that I-stat troponin cartridges were difficult to fill due to a plastic piece covering the sample well. Based on the information at the time, there was no injury associated.